Event description:
It was reported that the health care professional (hcp) was concerned about loss of capture. The hcp reached out to technical services (ts) for a review of the presenting electrocardiogram. Upon review, ts discussed that the left ventricular automatic threshold (lvat) test displayed high capture thresholds and loss of capture. Lead evaluation and programmed fixed output were recommended. The patient is not dependent. At this time, the product remains in service and no adverse patient effects were reported.